Manufacturer narrative:
An event regarding periprosthetic fracture involving a unknown uhr head was reported. Conclusion: it was reported that there was revision of left hip due to prosthetic fracture of a bipolar hip. Patient was treated with cables. The stem remained implanted and all stem details are unknown. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of left hip due to prosthetic fracture of a bipolar hip. A 26mm v40 head and bipolar head were removed. Patient was treated with cables and a new head a bipolar component was implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of left hip due to prosthetic fracture of a bipolar hip. 26mm v40 head and bipolar head were removed. Patient was treated with cables and a new head a bipolar component was implanted.